Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material turned out to be organic silicone. It could have originated from chemicals including organic silicone, such as anti-foaming agent. It is likely that the cleaning was insufficient for some reason (such as delay in precleaning), and the stain that had adhered to during the procedure failed to be completely removed, leading to clogging. However, a definitive root cause of foreign matter remaining in the device could not be determined. As a result of measuring the amount of flow out of air/water nozzle, the amount of flow of air nozzle was found to be slightly lower than when delivered. It is likely that the lower amount of flow than when delivered was caused due to the foreign material remained inside the nozzle. However, a definitive root cause of the suggested event could not be determined since the amount of flow out of air/water nozzle was within the specification. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning which may help to detect the issue: ¿9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. 1 keep the air / water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer noted that they flushed the air/water nozzle with water and air and with the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing and the customer had no other concerns about the reprocessing. The device was returned for evaluation. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Additionally, the evaluation revealed the following findings: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on the bending section cover had a chip and a scratch; adhesive around light guide lens was peeled; connecting tube had a dent and a wrinkle; distal end, grip, universal cord, protector of universal cord on suction connector side, suction connector, switch box, forceps elevator lever and knob, up/down knob, right/left knob, control unit, scope cover, and scope connector cover unit were scratched; and control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the videoscope had a defective air and water supply. The issue was found during preparation for use for an unspecified diagnostic procedure. There were no reports of procedure delay and the procedure was completed with a similar device. A loaner device was sent to the customer. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle, which was attributed to inadequate cleaning. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.